Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and multiple sclerosis ("multiple sclerosis (autoimmune disorder)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: excedrin in 2013 and triptan in 2013. Concurrent conditions included obesity. Concomitant products included cyclobenzaprine since 2016, metoclopramide since 2016, metronidazole since 2014, prochlorperazine since 2014, sertraline since 2014, topiramate since 2014 and tramadol since 2016. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("essure worsened migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and pain in extremity ("pain in hands, arms, feet and legs"). In october 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, 2 years 10 months after insertion of essure, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and fatigue ("fatigue"). The patient was treated with oral contraceptive nos and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, multiple sclerosis, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, adenomyosis, nausea, dyspareunia, fatigue, weight increased and pain in extremity outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, multiple sclerosis, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that essure coils were placed in tubal ostia without difficulty. Right side had 2 coils, and left side had 4 coils visible in uterine cavity. Patient tolerated procedure well. No complications were observed during removal and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion/ essure in place. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea and adenomyosis. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet (pfs) and medical records ¿ new reporters (healthcare facilities); plaintiff¿s demographic data; essure lot number ; exams (pregnancy test and hysterosalpingogram); essure insertion date ((B)(6) 2014); previous reported event amendment (from heavy abnormal bleeding to abnormal bleeding (vaginal, menorrhagia) and downgraded); onset date of event pain (2016); outcome of event abnormal bleeding (decreased/ improved over time); new adverse events (multiple sclerosis (autoimmune disorder), essure worsened migraines / headaches, adenomyosis, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, migration of essure device, and pain in hands, arms, feet and legs); treatment drug (birth control pills); essure removal date ((B)(6) 2017); and essure removal method (hysterectomy with bilateral salpingectomy). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), multiple sclerosis ("multiple sclerosis (autoimmune disorder)") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no. C03093) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 and polyhydramnios. Previously administered products included for an unreported indication: excedrin and triptan. Concurrent conditions included obesity. Concomitant products included cyclobenzaprine since 2016, metoclopramide since 2016, metronidazole since 2014, prochlorperazine since 2014, sertraline since 2014, topiramate since 2014 and tramadol since 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("essure worsened migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2014, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and pain in extremity ("pain in hands, arms, feet and legs"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthralgia ("hip pain"), back pain ("back pain") and memory impairment ("foggy memory can't think or concentrate"). The patient was treated with oral contraceptive nos and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, multiple sclerosis, pelvic pain, abdominal pain, vulvovaginal pain, adenomyosis, nausea, dyspareunia, fatigue, weight increased, pain in extremity, arthralgia, back pain and memory impairment outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, dysmenorrhoea and vaginal discharge was resolving and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, memory impairment, menorrhagia, migraine, multiple sclerosis, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that essure coils were placed in tubal ostia without difficulty. Right side had 2 coils, and left side had 4 coils visible in uterine cavity. Patient tolerated procedure well. No complications were observed during removal and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion/ essure in place.. Pregnancy test - on (B)(6) 2014: results: negative.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, migraines and adenomyosis and the following ones were reported via social media: heavy bleeding, hip pain, back pain and foggy memory can't think or concentrate quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received - outcome of genital haemorrhage, abdominal pain lower updated to recovering / resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), multiple sclerosis ("multiple sclerosis (autoimmune disorder)") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no. C03093) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1. Previously administered products included for an unreported indication: excedrin in 2013 and triptan in 2013. Concurrent conditions included obesity. Concomitant products included cyclobenzaprine since 2016, metoclopramide since 2016, metronidazole since 2014, prochlorperazine since 2014, sertraline since 2014, topiramate since 2014 and tramadol since 2016. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("essure worsened migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and pain in extremity ("pain in hands, arms, feet and legs"). In (B)(6) 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, 2 years 10 months after insertion of essure, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fatigue ("fatigue"), arthralgia ("hip pain"), back pain ("back pain") and memory impairment ("foggy memory can't think or concentrate"). The patient was treated with oral contraceptive nos and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, multiple sclerosis, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, adenomyosis, nausea, dyspareunia, fatigue, weight increased, pain in extremity, arthralgia, back pain and memory impairment outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge was resolving and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, memory impairment, menorrhagia, migraine, multiple sclerosis, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that essure coils were placed in tubal ostia without difficulty. Right side had 2 coils, and left side had 4 coils visible in uterine cavity. Patient tolerated procedure well. No complications were observed during removal and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion/ essure in place. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea and adenomyosis and the following ones were reported via social media: heavy bleeding, hip pain, back pain and foggy memory can't think or concentrate. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case. New evetns added- heavy bleeding, hip pain, back pain and foggy memory can't think or concentrate. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), multiple sclerosis ("multiple sclerosis (autoimmune disorder)") and genital haemorrhage ("heavy bleeding") in a 35-year-old female patient who had essure (batch no. C03093) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 and polyhydramnios. Previously administered products included for an unreported indication: excedrin in 2013 and triptan in 2013. Concurrent conditions included obesity. Concomitant products included cyclobenzaprine since 2016, metoclopramide since 2016, metronidazole since 2014, prochlorperazine since 2014, sertraline since 2014, topiramate since 2014 and tramadol since 2016. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("essure worsened migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2016, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and pain in extremity ("pain in hands, arms, feet and legs"). In october 2016, the patient experienced multiple sclerosis (seriousness criterion medically significant). In 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, 2 years 10 months after insertion of essure, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), arthralgia ("hip pain"), back pain ("back pain") and memory impairment ("foggy memory can't think or concentrate"). The patient was treated with oral contraceptive nos and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, multiple sclerosis, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, adenomyosis, nausea, dyspareunia, fatigue, weight increased, pain in extremity, arthralgia, back pain and memory impairment outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge was resolving and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, memory impairment, menorrhagia, migraine, multiple sclerosis, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in plaintiff fact sheet (pfs) that essure coils were placed in tubal ostia without difficulty. Right side had 2 coils, and left side had 4 coils visible in uterine cavity. Patient tolerated procedure well. No complications were observed during removal and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion/ essure in place. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea and adenomyosis and the following ones were reported via social media: heavy bleeding, hip pain, back pain and foggy memory can't think or concentrate quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.